Manufacturer narrative:
B3: event date unknown device evaluation: one device was received. No physical damage was found on the pump during a visual inspection. During the functional testing, the cassette dose locks but the latch sensor was not working. The customer reported problem was confirmed. The lock sensor will be replaced to resolve this issue. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the cassette was locked and not attached. The issue was discovered during a functional test in the workshop and no further customer information is available. There was no patient involvement and no patient harm/adverse event reported.